Event description:
The customer reported an erroneously elevated initial troponin I (access accutni+3) result, for one patient, involving the unicel dxc 600i synchron access clinical system. The customer stated an initial result of 1.473 ng/ml was obtained and reported out of the laboratory. As a result, the patient was admitted to the intensive care unit (ICU). The customer was not aware of any additional treatment given to the patient. There has been no report of current patient status to date. Serial collections from the patient were all negative so the customer retested the sample and obtained a result of 0.01 ng/ml. The patient's sample was collected in lithium-heparin tube and centrifuged at 3,500 or 3,800 rpm (rotations per minute) for five minutes, at room temperature. The sample was less one day old following collection. No sample integrity issues were noted. The customer noted low level quality control (qc) was out of specification and a 10-point precision test was out of range following the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) completed a high sensitivity system check and noted it failed. The fse replaced the pipettor supply line with the click and seal supply line. The fse then completed a successful high sensitivity system check, system check, and precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.